Event description:
It was reported a patient presented to the emergency room after having received multiple inappropriate shocks due to crosstalk from right ventricular (rv) lead dislodgement. The dislodgement was confirmed via x-ray. The rv lead was explanted and replaced in a procedure on (B)(6) 2022. Post-procedure the patient was stable.

Manufacturer narrative:
The reported events were lead dislodgement, ¿inappropriate shock due to the rv lead sensing atrial signals¿ as received, a complete lead was returned in one piece with the helix found retracted and clogged with blood/ tissue. After cleaning the helix and cutting the lead, the helix was able to extend and retract by applying torque directly to the inner coil. The full helix extension length was measured within specification. The reported event of ¿inappropriate shock due to the rv lead sensing atrial signals¿ was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspections of the lead did not find any anomalies except for procedural damage.